Event description:
It was reported that an occlusion alarm occurred. Reportedly, is wearing the cartridge tubing facing up. Tandem clinical support educated the customer that the mobi cartridge is to be worn facing down when in use. There was no adverse impact to customer¿s blood glucose level. The customer continued using the pump for insulin therapy.

Manufacturer narrative:
The mobi cartridge needs to be facing down when in use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.